Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device expulsion ("malposition of essure device, migration of essure device/one of which is displaced inferiorly and located within the central") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included vaginal delivery. Concurrent conditions included postmenopausal bleeding, vaginal bleeding, spotting vaginal, anxiety, depressive disorder, multiple sclerosis, tricuspid valve disease nos, gerd, asthma, irritable bowel syndrome, peripheral neuropathy, cervical dysplasia, rheumatoid arthritis, post procedural haemorrhage, uterine cervix stenosis, constipation, hypertension and postmenopausal bleeding. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain, left lower quadrant, cramping"). The patient was treated with surgery (laparoscopic hysteroscopic bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device expulsion, pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, abdominal distension, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, device expulsion, dyspareunia, headache, migraine, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: pt reports that she underwent essure placement in 2008. Discrepancy in essure insertion date previously reported as 2007 . As per mr: past medical. History: pain in pelvis sip essure sterilization -2006. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: found to have a displaced coil on an unknown date multiple longitudinal and transverse sonograms of the pelvis were obtained using the transvaginal approach which showed the uterus is ante flexed. The uterine dimensions are 37mm in longitudinal dimension, 19mm in ap dimension and 25rnrn in transverse dimension. The endometrium is not well demarcated due to the presence of the essure within the cavity. It does not appear thickened on transabdominal imaging. Concerning the injuries in the case, the following ones were described in patient's medical records: headache, device dislocation, pelvic pain, dyspareunia most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received: new reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Concomittant conditions, historical conditions added. . Product indication added and implanted date updated. New events added: device dislocation, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, abdominal distension, abdominal pain lower and device monitoring procedure not performed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and embedded device ("malposition of essure device, migration of essure device/one of which is displaced inferiorly and located within the central / migration of essure device location of device: moved into the uterus impaled in uterus") in an adult female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included multigravida, acute on chronic cholecystitis, cholesterolosis nos from 2004 to 2018, anemia in 2006, back pain, cervical dysplasia, anxiety, depression, hypertension from 2008 to 2018, asthma from 1965 to 2018, chlamydial infection, chronic kidney disease, gerd, heart failure, hyperlipidemia, incontinence, mitral valve prolapse, multiple sclerosis, nasal obstruction, pneumonia, postmenopausal bleeding, trichomoniasis, tricuspid valve disorders, specified as non-rheumatic, shoulder operation and vaginal itching. * on an unknown date multiple longitudinal and transverse sonograms of the pelvis were obtained using the transvaginal approach which showed the uterus is ante flexed. The uterine dimensions are 37mm in longitudinal dimension, 19mm in ap dimension and 25rnrn in transverse dimension. The endometrium is not well demarcated due to the presence of the essure within the cavity. It does not appear thickened on transabdominal imaging. Concurrent conditions included postmenopausal bleeding, vaginal bleeding, spotting vaginal, anxiety, depressive disorder, multiple sclerosis, tricuspid valve disease, gerd, asthma, irritable bowel syndrome, peripheral neuropathy, cervical dysplasia, rheumatoid arthritis, post procedural haemorrhage, uterine cervix stenosis, constipation, hypertension and postmenopausal bleeding. Concomitant products included acetylsalicylic acid (aspirin) from 2007 to 2018, amlodipine from 2007 to 2018, bupropion hydrochloride (wellbutrin) from 1999 to 2018, cetirizine hydrochloride (zyrtec allergy), diphenhydramine hydrochloride, epinephrine (epipen), interferon beta-1a (rebif), oxycodone, pyridoxine, tramadol and trazodone. In 2006, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating."), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain, left lower quadrant / cramping / right lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic hysteroscopic bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, abdominal distension, dyspareunia, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: pt reports that she underwent essure placement in 2008. Discrepancy in essure insertion date previously reported as 2007 as per mr: past medical. History: pain in pelvis sip essure sterilization -2006 discrepancy noted in insertion date. Previously reported as: ??-???-2006, in current follow up reported as (B)(6) 2009. Insertion details : the device was placed in the right tube without difficulty leaving 3-4 coils into uterine cavity. The left side was then done as the tube contracting then had to wait. The device revealed 5-6 coils extending into the canal. The procedure was den terminated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: found to have a displaced coil. Ultrasound scan vagina - in (B)(6) 2006: results: everything was in place. Concerning the injuries in the case, the following ones were described in patient's medical records: headache, device dislocation, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : lot number added. Medical history updated. Product information updated. Concomitant drugs were added. New events abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were added. Event perforation nos updated to perforation (uterus). On (B)(6) 2019: medical records received : medical history updated. New reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and embedded device ("malposition of essure device, migration of essure device/one of which is displaced inferiorly and located within the central / migration of essure device location of device: moved into the uterus impaled in uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included multigravida. Concurrent conditions included postmenopausal bleeding, vaginal bleeding, spotting vaginal, anxiety, depressive disorder, multiple sclerosis, tricuspid valve disease, gerd, asthma, irritable bowel syndrome, peripheral neuropathy, cervical dysplasia, rheumatoid arthritis, post procedural haemorrhage, uterine cervix stenosis, constipation, hypertension and postmenopausal bleeding. Concomitant products included acetylsalicylic acid (aspirin) from 2007 to 2018, amlodipine from 2007 to 2018, diphenhydramine hydrochloride (benadryl), epinephrine (epipen), interferon beta-1a (rebif), oxycodone, pyridoxine and trazodone. In 2006, the patient had essure inserted. In 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain, left lower quadrant / cramping / right lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic hysteroscopic bilateral salpingectomy to remove the essure implant) and surgery (laparoscopic hysteroscopic bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, embedded device, pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, abdominal distension, dyspareunia and alopecia outcome was unknown and the abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, headache, migraine, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: pt reports that she underwent essure placement in 2008. Discrepancy in essure insertion date previously reported as 2007 as per mr: past medical. History: pain in pelvis sip essure sterilization -2006. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: found to have a displaced coil. Ultrasound scan vagina - in (B)(6) 2006: everything was in place. On an unknown date multiple longitudinal and transverse sonograms of the pelvis were obtained using the transvaginal approach which showed the uterus is ante flexed. The uterine dimensions are 37mm in longitudinal dimension, 19mm in ap dimension and 25rnrn in transverse dimension. The endometrium is not well demarcated due to the presence of the essure within the cavity. It does not appear thickened on transabdominal imaging. Concerning the injuries in the case, the following ones were described in patient's medical records: headache, device dislocation, pelvic pain, dyspareunia most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Event device expulsion coded to event device embedment. Event added dysmenorrhea (cramping), hair loss. Updated onset date of events. Updated outcome of events (dysmenorrhea (cramping), abdominal pain lower).reporter¿s information, patient¿s demographics was added. Date of insertion was updated. Concomitant drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and embedded device ("malposition of essure device, migration of essure device/one of which is displaced inferiorly and located within the central / migration of essure device location of device: moved into the uterus impaled in uterus") in an adult female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included multigravida, acute on chronic cholecystitis, cholesterosis from 2004 to 2018, anemia in 2006, back pain, cervical dysplasia, anxiety, depression, hypertension from 2008 to 2018, asthma from 1965 to 2018, chlamydial infection, chronic kidney disease, gerd, heart failure, hyperlipidemia, incontinence, mitral valve prolapse, multiple sclerosis, nasal obstruction, pneumonia, postmenopausal bleeding, trichomoniasis, tricuspid valve disorders, specified as non-rheumatic, shoulder operation and vaginal itching. * on an unknown date multiple longitudinal and transverse sonograms of the pelvis were obtained using the transvaginal approach which showed the uterus is ante flexed. The uterine dimensions are 37mm in longitudinal dimension, 19mm in ap dimension and 25rnrn in transverse dimension. The endometrium is not well demarcated due to the presence of the essure within the cavity. It does not appear thickened on transabdominal imaging. Concurrent conditions included postmenopausal bleeding, vaginal bleeding, spotting vaginal, anxiety, depressive disorder, multiple sclerosis, tricuspid valve disease, gerd, asthma, irritable bowel syndrome, peripheral neuropathy, cervical dysplasia, rheumatoid arthritis, post procedural haemorrhage, uterine cervix stenosis, constipation, hypertension and postmenopausal bleeding. Concomitant products included acetylsalicylic acid (aspirin) from 2007 to 2018, amlodipine from 2007 to 2018, bupropion hydrochloride (wellbutrin) from 1999 to 2018, cetirizine hydrochloride (zyrtec allergy), diphenhydramine hydrochloride, epinephrine (epipen), interferon beta-1a (rebif), oxycodone, pyridoxine, tramadol and trazodone. In 2006, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating."), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain, left lower quadrant / cramping / right lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic hysteroscopic bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, abdominal distension, dyspareunia, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: pt reports that she underwent essure placement in 2008. Discrepancy in essure insertion date previously reported as 2007 as per mr: past medical. History: pain in pelvis sip essure sterilization 2006 discrepancy noted in insertion date. Previously reported as: 2006. In current follow up reported as (B)(6) 2009. Insertion details : the device was placed in the right tube without difficulty leaving 3-4 coils into uterine cavity. The left side was then done as the tube contracting then had to wait. The device revealed 5-6 coils extending into the canal. The procedure was den terminated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: found to have a displaced coil. Ultrasound scan vagina - in (B)(6) 2006: results: everything was in place. Concerning the injuries in the case, the following ones were described in patient's medical records: headache, device dislocation, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.